Manufacturer narrative:
The impella device was not received, and because the device was not returned, a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported ischemia, the root cause could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Manufacturer narrative:
E1: added initial reporter facility information, this was omitted in the initial in error. Additional information: the customer states that the device was discarded.

Event description:
An impella cp was inserted via the left femoral artery in a 64-year-old male patient with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. During support, the treating physician reported ischemia at the impella insertion site, noting that the patient¿s left foot was cold, with doppler pulses measured at approximately 2+. Vessel occlusion and absence of doppler signals in the left foot were identified as contributing factors. The device remained in place, and no removal was required due to the event. The patient was successfully weaned from support and ultimately survived to explant. The ischemic event appears associated with access site vascular compromise, a known risk of large bore femoral arterial cannulation. Final assessment will depend on product evaluation and data review; however, current findings suggest the event was more likely related to patient specific vascular factors rather than a device related cause. Limb ischemia is a known risk associated with impella cp per the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.